Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie failed. A field service engineer found that all cubies had been recovered except for one unit, which presented a unique issue: the application did not recognize it as present in the device, while the hardware test application (hta) did detect it. Multiple reboots were attempted to resolve the discrepancy, but the issue persisted. Fse accessed the station via service mode and removed the cubie, which triggered the ability to summon the pocket through the application. The unit was disassembled, fse inspect cable connections and row boards for debris or irregularities. No debris was found, but some row board connections appeared slightly loose, as there was noticeable movement when reseating the plugs. After verifying and securing all connections, the unit was fully recovered. The sect was removed, and user was able to reload both individual pockets. Final testing confirmed that both pockets were functioning correctly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its cubie was failed. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing of medication to patient. There were no adverse events or injuries reported based on this event.